Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by customer that there was a inck smug in syringe. Verbatim: inck smug in syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that dark colored specks were observed embedded on the syringe plunger rod. Bd determined that the cause of the failure was degraded resin breaking free during the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.